Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine clinic follow up on (B)(6) 2017 the asymptomatic, non-dependent patient was found to have high capture thresholds and diminished sensing in both the atrium and ventricle. Lead dislodgement was suspected on both leads. On (B)(6) 2017, the atrial lead was successfully repositioned, but the ventricular lead could not be repositioned as the physician could not redeploy the helix. The ventricular lead was successfully explanted and replaced. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.